Event description:
It was reported that during an atherectomy procedure, the rotablator burr became stuck in the lesion. The lesion being treated was located in the strongly calcified, proximal to mid left anterior descending (lad) artery. During the procedure, the burr became wedged in the proximal lad lesion. The physician attempted to remove the burr and rotawire as one device. The physician introduced another manufacturer's guidewire and an exchange catheter, then attempted to bring the rotawire back into its original position but met resistance. During the manipulation, a dissection of the main trunk occurred. A ballooon was unable to be advanced over the wire that was in place. A third guidewire was inserted so that one wire was positioned in the lad, one in the descending aorta (da) and one in the circumflex (cx) artery. Ptca was performed in the lad and cx using another manufacturer's balloon. The lad was then angioplastied again. The pressures for each of these inflations are unk. Physician then used a kissing balloon technique for the lad and cx. Two inflations were performed. After the kissing balloon technique, the patient had "relatively good" flow in the cx and "moderate" flow in the lad. During this time, the patient was intubated. Another manufacturer's stent was deployed in the cx, followed by a stent deployed in the main trunk/proximal lad. Good flow in the lad is observed, by the cx became occluded. Several attempts were made to ptca the proximal and mid lad, but the balloon catheter was unable to cross the lesion. The patient became increasingly hemodynamically unstable. A final attempt to recanalize the cx was attempted, but the balloon was unable to pass the lesion. An intra-aortic balloon pump was inserted, during which a hematoma developed. Patient was transferred to another facility for emergency surgery, but died before surgery. The physician stated that "rotaburr stuck, but was not directly the cause of death. During removal of the rotaburr and wire the guiding catheter probably caused a dissection due to deep intubation of the guidecatheter in the main stem."